Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed. No anomalies were found. Analysis of the device memory indicated under sensing information. There were episodes with apparent undersensing.

Event description:
It was reported that the implantable cardiac monitor was undersensing r waves, leading to false collection of brady and asystole/pause episodes. The device was explanted and replaced due to an upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.